Event description:
A report was received that the pt was experiencing difficulties charging the ipg. The pocket site did not look normal, and the ipg felt like it had flipped. The pt underwent a pocket revision procedure, and the ipg was moved to a more shallow depth. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.